Event description:
During a shoulder repair procedure the anchor broke due to misalignment of the drill guide to the hole. The pilot hole was drilled using the drill guide and 3.0mm drill bit/the implant fractured at the eyelet, which was retrieved from the joint. The surgeon used a 3mm competitor's anchor to complete the case without any further issues.a delay of three minutes resulted and no patient injury or complications resulted.